Manufacturer narrative:
Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/07/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to deep vein thrombosis refractory to anticoagulation. Plaintiff did not provide evidence or allegations of adverse events.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿no allegation of adverse events". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Correction: event or problem. Additional information: (B)(4). Investigation : it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "emotional distress". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to deep vein thrombosis refractory to anticoagulation. Plaintiff alleges emotional distress due to the device.

Manufacturer narrative:
Patient and device code: no information regarding the event has been provided. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.